Manufacturer narrative:
(B)(4).batch # t5c84g. Device evaluation summary: the analysis results showed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria the event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. The following information was requested, but not available: can you please follow-up to determine if there were any patient consequences?

Event description:
It was reported that following a right hemicolectomy, it appeared that distal portion of staple line was incomplete. There was a small portion of bowel with a hole/missing staples which required to redo the anastomoses. All tissue appeared to be captured in jaws prior to firing. The procedure was delayed by 30-minutes. The procedure was successfully completed.